Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported that on (B)(6) 2021, a sensor scan of 69 mg/dl and she experienced symptoms described as ¿head was not really okay¿, feeling sick, incoherent, and incredible pain. The customer¿s daughter called the paramedics who obtained unspecified blood glucose that was few units higher than the sensor. The paramedics administered an unspecified IV treatment and transported the customer to the ER where the customer was admitted and diagnosed with pneumonia, uti, and dehydration. Laboratory tests were performed including EKG, chest x-ray, and followed by another EKG. The customer was administered unspecified IV treatment and steroids. On (B)(6) 2021, hcp meter readings of 172 mg/dl were obtained at 4:54 pm and 207 mg/dl at 8:52 pm and the customer was treated with 2 units of lantus and then 3 units of lantus at unknown times. On (B)(6) 2021, hcp meter readings of 250 mg/dl were obtained at 6:53 am and 393 mg/dl at 11:03 am, and the customer was administered 10 units of lantus as treatment. There was no report of death or permanent impairment associated with this event.